Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Customer has indicated that the product is in the process of being returned for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device stopped working during surgery. The device worked briefly, then stopped again. There was a five minute delay in the procedure, as another device was used to complete the procedure. No patient consequences were reported as a result of the malfunction. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated by the supplier, and the reported event was confirmed. Device was returned to supplier, ab medical. The device is visually ok. Two of the 3 buttons don't work, only forward works. Valve o-rings bad - air getting into hose. Handpiece failed intermittently at 5,000 rpm and stopped suddenly. Poor hall signals, two buttons (contacts) have oxidation on them, motor stall error and jammed, shaft face bad. The motor, all seals, o-rings, flex strip, and shaft face were replaced and tested per procedure. Maintenance record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause determined to be bad motor, corrosion and damaged cable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.